Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device was still reading high impedance after change of various potential connectivity issues.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1zw6v, product type: lead; product ID: 3389s-40, lot# va1zzuj, implanted: (B)(6) 2019, product type: lead; product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the lead , lot # va1zw6v found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1zw6v, product type: lead; product ID: 3389s-40, lot# va1zzuj, implanted: (B)(6) 2019, product type: lead; product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating the reason for high impedance was not known. The lead was replaced with another lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and dbs (deep brain stimulation) therapy indications. It was reported that the first lead implanted had impedances around 4000 on some combinations. The lead was replaced, and the current lead had the same issues with elevated values. The rep was currently stimulating and the values had gone down a few hundred ohms, and will continue stim. It was also mentioned the twist lock was also replaced during the troubleshooting process. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event. Additional information was received indicating the impedances were fluctuating between 4,100 and 8,500. After changing the lead, the twist lock screening cable and the programmer were able to get it to around 4 ,050. They turned the stimulation on at 2.5 volts for about 5 minutes and the impedance finally became normal and seemed to be resolved now. It was unknown why there was an impedance issue. No further complications were reported.